Event description:
The customer reported that the pt was admitted at 2:00 am in 2002 for chest pain from a surgery two weeks earlier. The pt was put on a bedside monitor and was centrally monitored. There was a gap in the pt record at the central station monitor from 2:00 am until 3:53 am when the next available strip was saved. At 4:14 am "called code" was annotated. The pt expired.